Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to loose / flush drive support disk. Device received with cracked case at display window corners, reservoir tube and battery tube threads. Device received with minor scratched lcd window. Device received with stripped battery cap coin slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during prime. Customer's blood glucose was 122 mg/dl. Customer reported the drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.